Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
A manufacturer representative reported that the patient went to the hospital and x-rays indicated that the paddle lead had turned lateral and anterior. The patient was in the hospital due to stomach pain. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.